Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #5 puendo5 broke during use; no injury resulted.

Manufacturer narrative:
Customer returned one puendo5 in a bag broken. Serial number on tip indicated batch number 0000225839. Using microscope visually checked tip. No manufacturing defects or markings were noted on instrument. Customer indicated they could not tell what settings they were using at time of breakage. Dfu recommended power settings for the puendo5 indicates a minimum 1 and maximum 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined. Nothing unusual to report was found during DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.